Event description:
It was reported the device alarmed and the patient presented to the hospital. Upon interrogation, it was learned the event of polymorphic ventricular tachycardia was discriminated by the device as noise and therapy was withheld. The patient was hospitalized and intervention was not performed. The device remains in use and no patient complications have been reported as a result of this event.